Event description:
The customer reported that the system cable was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The svc rep replaced the batteries and tightened the loose cable. The system was tested and found to be working as intended and put back in service.